Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an out of range impedance measurement and noise with oversensing and pacing inhibition, no asystole greater than 2 seconds. Follow-up showed impedance measurements to be stable. The device was explanted and the lead was capped and abandoned; both were successfully replaced. No additional adverse patient effects were reported.